Manufacturer narrative:
This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
As reported by the sales rep the patient had a hyper-coagulable condition and was on coumadin and aspirin. Patient had a history of pulmonary embolism patient also had a nephrotic syndrome. After much debate the trapease was placed via right groin access and placed just inferior to renal veins. Within two days the trapease filter thrombosed causing caval occlusion. Patient also had another pulmonary embolism after trapease implant. Physician speculated that the pulmonary embolism may have actually formed in the lungs due to patients syndrome. He also felt that the trapease had a good chance of thrombosing due to patients hyper coagulable state. Patient managed medically no further information is available.

Manufacturer narrative:
Please note that as the event notes, concomitant medications are noted in the event description but were not included in the initial report. The medications that should have been noted are aspirin and coumadin. As reported by the sales rep the patient had a hyper-coagulable condition and was on coumadin and aspirin. Patient had a history of pulmonary embolism along with nephrotic syndrome. After much debate the trapease was placed just inferior to renal veins via right groin access. Within two days the trapease filter thrombosed causing vena cava occlusion. It was also noted that the patient experienced a pulmonary embolism after trapease filter implant. Physician speculated that the etiology of the pulmonary embolism (which may have actually formed in the lungs) and the filter thrombosis was due to patients existing hyper-coagulable syndrome. Patient was managed medically. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt. Inferior vena cava filters are used to prevent sequelae, especially pe, in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi following massive pe. Placement of a vena cava filter reduces, but does not eliminate the risk of symptomatic pe in patients with proximal dvt in the short-term and does not prevent small pe. Thrombosis in the filter is a well known potential complication and occurs in approximately 3.6 to 11.2 % of all patients. Inferior vena cava filters are used to prevent pe in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi following massive pe. Current evidence indicates that ivc filters are largely effective; breakthrough pe occurs in only 0% to 6.2% of cases. Contraindications to implantation of ivc filters include lack of venous access, caval occlusion, uncorrectable coagulopathy, and sepsis. Complications include misplacement or embolization of the filter, vascular injury or thrombosis, pneumothorax, and air emboli. Recurrent pe, ivc thrombosis, filter migration, filter fracture, or penetration of the caval wall sometimes occurs with long-term use. Although the physician speculates that the etiology behind these events is due to the patients existing hyper-coagulable condition no conclusion can be drawn. However, factors that may have influenced the event include patient, procedural, pharmacological and lesion.